Event description:
It was reported that after use, urine flow was stopped and did not drip into the drainage bag. The urine was accumulated in the patient bladder. It was noted that there was a film on the cylinder of the drip chamber.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.